Manufacturer narrative:
(B)(4). Was reported that the patient underwent a gynecological procedure and mesh was implanted due to intrinsic sphincter deficiency and grade 2 cystocele. A mesh revision/removal was performed in 2003/2004.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urgency, nocturia, urinary incontinence, urinary frequency, urinary tract infection, rectocele, and vaginal vault prolapse. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystourethroscopy.